Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 35 mg/dl. The customer was treated with IV and taken to the hospital. The customer has been experiencing low blood glucose for just the night of incident. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 35 mg/dl. The customer believes that low blood glucose was caused by having a late night snack and taking too much insulin. The customer was advised to speak with health care provider regarding the low blood glucose. The customer was assisted in performing displacement test and it passed. The customer was advised to monitor pump.